Manufacturer narrative:
Complaint conclusion: as reported by medical affairs, a patient called for medical information and additionally reported adverse events. On (B)(6) 2003, the patient had a cypher stent placed in an unknown vessel following a cardiac catheterization, due to an unknown diagnosis after presenting with unknown symptoms. As treatment, physician prescribed aspirin 81mg, clopidogrel 75mg, and furosemide 20 mg. Patient discharged same day. Beginning 2003, "within a week". Patient experienced a heart attack. As treatment, a second unspecified cardiac stent was placed in an unknown vessel, after presenting with symptoms of dizzy and weak. Patient was hospitalized for 3 to 4 days. Event resolved. Patient related causality of second stent placement to be related to cardiac catheterization and first stent placement. The device remains implanted in the patient; therefore it was not available to be returned for analysis. A device history record (DHR) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 50903564 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A myocardial infarction (mi), or heart attack, results when a coronary vessel becomes completely obstructed and blocks the vessel from supplying blood to the heart muscle, causing the heart muscle to die. An mi is a known potential adverse event related to having a coronary stent implanted and is listed in the IFU as such. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially a side branch, which could have caused the mi. Also, the disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent, which could also have caused the mi. With the information reported, it is unknown what situation occurred. However, an mi is a serious injury and could lead to death of the patient. Based on the DHR and the information reported, the reported event was most likely contributed by operational context and patient factors. There is no information to suggest that there is a design or manufacturing related issue, therefore, no corrective action will be taken.

Manufacturer narrative:
The product remains implanted in the patient; therefore, it will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Please note that the exact event date is unknown. However, it is known that the event occurred in (B)(6) 2003. It was reportedly "within a week" of the implant date ((B)(6) 2003). Concomitant products: glimepiride for high glucose 3/daily and lisinopril for blood pressure 10/twice a day. Aspirin 81mg, clopidogrel 75mg, and furosemide 20 mg. (B)(4).

Event description:
As reported by medical affairs, a patient called for medical information and additionally reported adverse events. On (B)(6) 2003, the patient had a cypher stent placed in an unknown vessel following a cardiac catheterization, due to an unknown diagnosis after presenting with unknown symptoms. As treatment, physician also prescribed aspirin 81mg, clopidogrel 75mg, and furosemide 20 mg. Patient discharged same day. Beginning 2003, "within a week", patient experienced a heart attack. As treatment, a second unspecified cardiac stent was placed in an unknown vessel, after presenting with symptoms of dizzy and weak. Patient was hospitalized for 3 to 4 days. Event resolved. Patient related causality of second stent placement to be related to cardiac catheterization and first stent placement.